Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) defib conductor distorted; the full lead was returned for analysis. The observed distortion of the exposed defibrillation coil likely resulted from inserting the lead through an introducer with hemostasis valve. Inserting the lead using an introducer with a hemostasis value may require a larger introducer than the size recommended, according to the 6947 technical manual. This distortion likely did not affect device performance.

Event description:
It was reported that the physician had difficulties advancing the lead through a 9f introducer during a right sided implant procedure. He "rapidly pushed and pulled holding the lead". Afterwards, he noticed that the hv coil was "stretched". He removed the lead and successfully implanted a new lead of the same model type. The lead was returned. There were no patient complications reported as a result of this event.